Manufacturer narrative:
Device used for treatment, not diagnosis. Patient initials/name, weight, and date of birth not provided. Literature citation:, p. And et al. (2009) "multiple revisions of a l2 burst fracture in a suicide jumper: a retrospective anaylsis of what went wrong." Eur spine j, (2009) 18:927-934 (german) . This report is for spine construct (uss, ventrofix and synex products), unknown quantity, unknown lot. UDI: unknown part number, UDI is unavailable. Device not available for return. Number 510k not available. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article gahr, p. And et al. (2009) "multiple revisions of a l2 burst fracture in a suicide jumper: a retrospective anaylsis of what went wrong." Eur spine j, (2009) 18:927-934 (german). A (B)(6) female patient sustained three contiguous vertebral fractures at the thorcolumbar junction while jumping off the third floor in a suicide attempt. The patient sustained several surgeries to repair the fracture and handle associated serious injury complications. On (B)(6) 2001: initial procedure; posterior pedicle screw instrumentation with instant fracture reduction at t12-l3 levels using tenor system a competitor's product. Complications occurred; loss of reduction, pain, and severe spinal stenosist at l2. On (B)(6) 2002: revision surgery occurred due to the above adverse events from the competitor's product. A combined approach with posterior and anterior instrumentation at t11-l4, right-sided hemilaminectomy, decompressive partial corpectomy of l2 vertebral body replacement by expandable cage using uss, ventrofix, and synex synthes spine products. Complications included severe back pain, kyphosis and deep wound infection ((B)(6)) with several local debridements with drainage of psoas abscesses, with a 12 week course of antibotics. It was noted the patient also had myelon infarction at levels t10/11 confirming spinalis anterior syndrome. On (B)(6) 2003: revision with anterior approach using depuy spine cage with refobacin bone cemement (biomet) occurred with debridement involving partial corpectomy of t12. This is report 1 of 1 for (B)(4). This report is for unknown spine construct (uss, ventrofix and synex products).